Event description:
I had lasik surgery. Since the surgery, I have suffered from severe dry and itchy eyes which I never had before. Night driving is also more difficult. Also, right after the surgery I needed reading glasses. I am so unhappy I had it done. People should be warned about the lifelong effects of lasik, dry eyes and itching, and difficult night driving. I am so sorry I had it done. Wish I could go back in time.